Manufacturer narrative:
H3: product was not returned, and no photographic evidence was provided to aid in this investigation. The service history review had no indication that the complaint was related to a service of the device within the review period. Product evaluation and problem confirmation cannot be performed. Error history log was not provided. Probable cause could not be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during use, the device alarmed and later showed ¿stopped¿. The device had only delivered half of the medication. Per the reporter, there was no patient harm. Infusion rate 3.0ml/hr; reservoir volume 138ml; given 80.2ml; length of infusion 46 hours.